Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 132, 93 and 115 mg/dl. The customer¿s expected fasting blood glucose test result is 104 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had gone to her diabetes educator on (B)(6) 2020 due to concern with the results obtained. The product is not stored according to specification and is stored in the bathroom. Customer had another vial of test strips (same lot number) that had been stored and handled correctly. The customer declined to perform a back to back blood test during the call. The meter memory was reviewed for previous test result history: (B)(6).